Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
The customer reported touch screen pixelating. There was no patient involvement.

Manufacturer narrative:
G4: 14apr2020. B4: 15apr2020. The manufacturer¿s field service engineer (fse) remotely could not duplicate the issue. The fse remotely confirmed with customer later that same day the customer left the ventilator on standby mode, after a few hours the customer started to notice the pixilation clearing up, was completely gone in hours, and display is now working as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.